Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received two inappropriate shocks and multiple inappropriate antitachycardia pacing therapies. The rhythm was diagnosed as vt but appeared to be supraventricular tachycardia. Recommended programming changes will be discussed with the physician.